Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer's blood glucose level was 103 mg/dl. A clinical diabetes specialist reviewed the load process with the customer to address the issue.